Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose level was unknown at the time of the incident. The insulin pump was giving a very short warning alarms on the lo reservoir alarm. The customer stated that the alarm used to be longer but lately it used to play like one note. The case of the insulin pump was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.